Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to apply the freestyle libre sensor due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced weakness and was seen at a hospital where she was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion, "anti sickness drugs, glucose, and potassium". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to apply the freestyle libre sensor due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced weakness and was seen at a hospital where she was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion, "anti sickness drugs, glucose, and potassium". There was no report of death or permanent injury associated with this event.